Manufacturer narrative:
Device not returned.

Event description:
It was reported that customer was unable to push multiple cartridges in place on the pump. A pump notification was displayed (cartridge detection); however, customer "left pump in place" and woke up with an elevated blood glucose (value not provided). Reportedly, customer reverted to using an alternate method of insulin therapy.